Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04154, related manufacturer reference number: 3006705815-2022-15796. It was reported that patient experienced discomfort located at the cervical system ipg site. Surgical intervention was undertaken wherein the ipg pocket was revised and moved down into the buttocks on the right side. During intra-op testing, the extensions were found to have high impedances (related manufacturer reference number: 1627487-2022-04154, 3006705815-2022-15796). It was noted that the extensions were scarred into place. As a result, the extensions were explanted and replaced. The pain at ipg site was resolved and effective therapy was restored.